Manufacturer narrative:
A product deficiency was not reported or found. Technical service was unable to provide the safety data sheet, as there was no contact information given. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation.

Event description:
The consumer reported accidental reagent exposure to eyes using binaxnow covid-19 ag self test on (B)(6) 2024. Per the consumer, she had reagent solution used as eye drop to her eyes. No additional information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation is in progress. A supplemental report will be provided pending completion, or upon receipt of new information.

Event description:
The consumer reported accidental reagent exposure to eyes using binaxnow covid-19 ag self test on (B)(6) 2024. Per the consumer, she had reagent solution used as eye drop to her eyes. No additional information, including treatment and outcome, was provided.